Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during surgical intervention on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-12353), two of the patient's leads migrated and popped out while opening the ipg site. The leads were explanted and replaced to address the issue. Therapy was restored post procedure.